Event description:
Reporter alleged blood glucose measured 479 mg/dl at 9:03pm however had no symptoms of high glucose so compared reading to a back to back test results of 133 mg/dl performed at 9:13pm. It was stated another result was taken at 9:14pm which was 160 mg/dl. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.